Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) is, "pacing like crazy," in managed ventricular pacing (mvp) mode. The clinician suspected an issue with the ipg, due to the its, "pacing a lot and then not at all." The ipg remains in use. No patient complications have been reported as a result of this event.